Manufacturer narrative:
Reported issue of trip wire broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trip wire broke inside the patient. The device was then removed from the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis. A visual examination of the device found no residue. It was noted that all bands were present on the ligator head and were moved out of position. It was noticed that the ligator head teeth were damaged and one tooth was missing. The suture was unbroken and fully attached to the trip wire loop. It was also noted that the trip wire had been completely pulled through the septum and the trip wire and the suture were wrapped tightly around the handle spool. It was observed that the proximal loop of the trip wire retracted into the handle post, the crimp was caught in the handle post and one side of the loop was caught in the handle slot. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees indents were felt and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the user did not properly tighten and secure the trip wire during device set-up, as instructed in the dfu, and the reported event could not be confirmed. Failure to properly tighten and ensure the trip wire most likely impacted band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trip wire broke inside the patient. The device was then removed from the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.